Manufacturer narrative:
(B)(6). This report is for one (1) unknown radial head. Part and lot numbers are unknown. Without specific part and lot number, the UDI is not available. Approximate date of surgery was (B)(6) 2014. Complainant device is not expected to be returned for manufacturer review/investigation. Unknown, as the specific part and lot number is not provided for radial head. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a radial head prosthesis procedure in (B)(6) 2017; the approximate date of surgery was (B)(6) 2014. The injury to his radial head occurred when he fell off ladders while working in (B)(6) 2014. This was a worker's compensation case. The patient stated that postoperatively, he never regained much use of his left arm and wrist, and has experienced pain ever since the procedure. He stated that he attended physical therapy for six to seven months postoperatively, and was taking analgesic medications for the duration of that time. He had follow-up visits with his surgeon throughout 2015, and has not been back to the surgeon since that time. He presently plans to return to see his surgeon. This report is for one (1) unknown radial head. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Corrected data: manufacturer. Device was used for treatment, not diagnosis statement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.